Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. Fa installed and tested the unit on an in-house system, and it failed normal mode as it triggered error 23087. The system logs recorded several errors of 23087 on degrees of freedom (dof) 8. The unit went through more testing on the patient side cart fixture test platform (pftp) and it passed lissajous, chipencoder virtual absolute (cva) characterization, sensors check, brake release, brake hold, friction tests, carriage sensors check and advanced brake; but, failed the sine cycle ad carriage strength on dof 8.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, there was a repeated recoverable fault. The customer powered-off the system and performed an emergency power off (epo) on the patient side cart (psc). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found several instances of error 23087, pointing to the system's universal surgical manipulator (usm) 3, axis 7. The tse guided the surgeon to power-cycle and epo the psc, without success. The tse informed them that the usm3 could be disabled to continue; however, the surgeon stated it was not clinically possible. The procedure was converted to laparoscopic surgery with no reported patient harm, injury, or adverse outcome.